Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the top cover and front enclosure cracked, both head restraint wires were heavily frayed or cut, and observed a sticky drive shaft. The autopulse platform is a reusable device and was manufactured on 10/08/2007. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Review of the archive data revealed multiple user advisory (ua) 42 (force overload tripped) occurred on (B)(6) 2016. The primary complaint was confirmed. During functional testing, the ua42 error occurred at the first compression. Further investigation found that both load cells were defective. To resolve the issue, both load cell modules were replaced. Additional repairs and an update were completed unrelated to the reported complaint to ensure that the autopulse platform is functional without issue. The top cover and front enclosure were replaced and the power distribution board was updated. A clutch plate deburring was also performed to resolve the sticky clutch. The platform passed all final testing criteria.

Event description:
During shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 42 (force overload tripped). The customer was unable to clear the message. The reporter indicated there was no physical damage to the platform. There was no patient involvement reported.